Event description:
Boston scientific received information that this pacemaker was explanted for an unknown reason. Additional information has been requested; however, no further information has been received. No adverse patient effects were reported. Additional information indicated the lead was explanted due to an infection.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.